Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care provider reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 431 mg/dl. The customer was able to rewind the insulin pump. Displacement test and manual prime were successful and motor error alarm did not recur. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the test with 0.08785 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No motor error alarms noted during testing. Motor was tested outside the device and passed. Unit received with cracked lcd display window top left corner, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.